Event description:
Boston scientific received information that this implanted system triggered high out of range shock impedance values. The physician has been working with the boston scientific field representative along with the patient to determine root cause. To date, no system changes have been performed. The device and lead remain implanted and in service with no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.